Event description:
It was reported that during a zenker's diverticulum, the instrument successfully clamped onto tissue, but when fired would not release. After discussing the case with the physician, he stated that it seemed to operate correctly until it would not release. It is not clear whether the cartridge was included in the device when it malfunctioned or whether it was a replacement. The case was completed with a like device with no pt consequence.